Event description:
Litigation alleges that the patient suffers from pain, inflammation, discomfort, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone. Update 11/20/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metal debris, and a malpositioned cup. The stem is being added for the alleged high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/17/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).